Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is not working. Attempted the touch screen calibration with bad touch detected. The customer reported there was no patient involvement at the time the issue was discovered. Customer stated that device was being set up for patient use when issue occurred, and that unit did not come in contact with patient. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.